Event description:
Caller reported that pump screen was dark and would not turn on. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed caller on troubleshooting steps including pressing button directly and confirmed pump turned on after being plugged into a power source.